Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue of a bad display. The unit was triaged and the reported condition was confirmed. The display was defective; as a result, the display was replaced. The unit has been repaired, tested, and recertified per procedure. The potential root cause is excessive damage due to customer misuse. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for preventative maintenance. Upon triage and further investigation on (B)(6) 2017 the service technician found the display was not working. No patient was involved.